Event description:
It was observed that during the device evaluation, the flex video scope exhibited due to damage on suction tube in control section, foreign objects come out of distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on suction tube in control section, foreign objects come out of distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.